Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was checked at the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was noted to have reached normal elective replacement indicator. On (B)(6) 2016 the device remained at backup vvi status. Upon attempting to interrogate the device, an error message was displayed; attempts to locate the device with the programmer were unsuccessful. On (B)(6) 2016, the patient had presented to the hospital for a non cardiac related issue and the physician checked the pulse generator which indicated stable capture thresholds. The device would be explanted and replaced after the patient recovered from an unrelated infection. The device remained implanted programmed to unipolar mode since the patient was dependent.

Event description:
New information reported stated that as of (B)(6) 2016 the device remained implanted. The patient's family has decided that the device should not be explanted at all.